Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The hub of the drainage catheter was completely loose, only the wire to fix the pig tail was still connecting the 2 parts. An additional procedure was performed to replace device.